Event description:
Customer reported receiving imprecise readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 358 mg/dl, 345 mg/dl, and 91 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's meter has been requested for investigation and a replacement meter has been sent. It should be noted, the customer reported not washing his hands prior to testing, a known cause of imprecise readings.